Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000092036. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy after multiple falls. Lead diagnostics indicated invalid impedances on all lead contacts 1-8. Reprogramming did not resolve the issue. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. The investigation did not determine which lead has invalid impedances.